Event description:
During the unk procedure, the device delivered an incomplete staple line and incomplete cut line. The procedure was completed with a like device and extended by one hour and fifteen minutes. Doctor had to do it again at first step and he used new cdh33 to complete his case. There was no adverse consequence to the pt.